Event description:
It was reported that the customer stated that they received a complaint from capitol hill or regarding a bard foley cath tray, #a899916. The description of the problem was mentioned below. There was nothing saved from the kit since they were able to add the missing item to continue using it. While preparing to place a foley catheter in a patient for a surgical procedure, they were opening and prepping the tray kit. There was no lubricating jelly in the kit. There were 2 sterile water syringes. Anesthesia was able to provide sterile jelly to their field, so no harm or delay was noted in patient care. The kit ref# a899916, lot# ngks0068 was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they received a complaint from capitol hill or regarding a bard foley cath tray, #(B)(4). The description of the problem was mentioned below. There was nothing saved from the kit since they were able to add the missing item to continue using it. While preparing to place a foley catheter in a patient for a surgical procedure, they were opening and prepping the tray kit. There was no lubricating jelly in the kit. There were 2 sterile water syringes. Anesthesia was able to provide sterile jelly to their field, so no harm or delay was noted in patient care. The kit ref# (B)(4), lot# ngks0068 was provided.